Event description:
It was reported that the home patient (hp) had changed out the cassette and did not change the solution bags. The event occurred during use on the home choice (hc) device, while the hp was connected. The hp stated they had clamped everything off and put a new set in, while keeping the same extraneal bag on the set up. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4) - actual occurrence date and the therapy date is unknown. As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.